Event description:
It was reported that this right ventricular (rv) lead has exhibited an increase in capture thresholds since implant. Boston scientific technical services (ts) was consulted and confirmed the right ventricular automatic threshold (rvat) test has been successful. Further evaluation by the following physician was recommended. Additional information was received that this lead also exhibited loss of capture (loc). The patient experienced asystole. A revision procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.

Event description:
It was reported that this right ventricular (rv) lead has exhibited an increase in capture thresholds since implant. Boston scientific technical services (ts) was consulted and confirmed the right ventricular automatic threshold (rvat) test has been successful. Further evaluation by the following physician was recommended. Additional information was received that this lead also exhibited loss of capture (loc). The patient experienced asystole. A revision procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. This product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead has exhibited an increase in capture thresholds since implant. Boston scientific technical services (ts) was consulted and confirmed the right ventricular automatic threshold (rvat) test has been successful. Further evaluation by the following physician was recommended. Additional information was received that this lead also exhibited loss of capture (loc). A revision procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.